Event description:
It was reported that the pixel stent was successfully implanted in a diagonal lesion on october, 2001. Reportedly, the patient was sent home on plavix (complicance to drug regimen is unknown). The patient was readmitted 3 days late with chest pain and returned to the cath lab 2 days later. Thrombus was found in the stent and was treated with a powersail 2.5x15 balloon. The pt is reported to be doing fine now. The event is being filed conservatively based on the need for additional hospitalization.